Event description:
The clinic reported an incident of excess weight removal, and of receiving dialysate pressure high alarms during the treatment. The pt was administered 700 cc saline to relieve cramping and for blood pressure support: gambro technical services (gts) functionally tested the machine and found pressure transducer, dialysate in (pdi) to be out of calibration.